Event description:
Infant stepped on PICC line while arching. The PICC line snapped a distance from the insertion site. Neonatal nurse practitioner was notified and removed remaining catheter. Catheter was intact.